Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacterium contamination. The issue was discovered during maintenance, so there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t system tested positive for mycobacterium contamination. The issue was discovered during maintenance, so there was no patient involvement. A sorin group service technician was dispatched to the facility to investigate. A visual inspection of the outer and inner parts of the sorin heater-cooler system 3t unit ((B)(4)) revealed minor residuals and biofilm in several locations including the the pumps, tanks, tubings and insulation. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. As corrective action, fsca (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t system tested positive for mycobacterium contamination. The issue was discovered during maintenance, so there was no patient involvement. Through follow-up communication with the customer, sorin group (B)(4) has been informed that the heater-cooler system is still in use at the facility and is being placed outside the operating room during procedures. The hospital is performing water changes daily and disinfection once a week, according to the current IFU. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.